Event description:
It was reported that a patient presented in emergency room with the device in backup vvi mode. The device was exposed to external defibrillation and was restored by reprogramming. The patient expired one week later. Methamphetamine overdose was reported as the cause of the patient coding. The device was not suspected as the cause of patient death.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.